Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Possible lead fracture was suspected. It was also noted that the rv lead had undefined/infinite impedance measurement and polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.